Manufacturer narrative:
Device not returned for evaluation.

Event description:
The hospital reported that infusion set had a leak that was found at the end of the chamber. There was no report of injury to the patient. The manufacturer did not receive a sample for investigation. The manufacturer performed the investigation activities on a retain sample. A free flow and tightness test on one retain sample of the complained batch resulted in no non-conformities. The investigation of the production documents did not show any deviations related to the complaint reason. Without the affected sample a more detailed analysis is not possible. Based on the investigation results, a root cause could not be determined.